Event description:
It was reported by the patient that the patient had a two hour tachycardia episode as well as dizziness. The patient was referred to the clinic. Follow-up with the patient's physician indicated that the patient's device was reprogrammed to address issues of the patient experiencing a fast heart rate. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).